Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The consumer stated that one day the back fabric just came apart. He stated that screws are missing. He is not clear if the fabric torn or if the screws just came free.